Manufacturer narrative:
(B)(4). Date sent: 10/6/2021. The device was received for evaluation. Evaluation is in progress and has not yet been completed. Upon completion of evaluation, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 11/3/2021. H6: component code: others (g07). Investigation summary: the analysis results found that the er420 device was returned with no apparent damage and without the original packaging. The device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining eighteen clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of clip formation issue or that clip would not hold, the instructions for use do contain the following: "caution: fully squeeze the trigger and then release to load the first clip into the instrument jaws. Failure to completely squeeze the trigger can result in clip miss-loading. Position the jaws with the clip completely around the vessel to be ligated. Fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips could not be closed. Could not do ligation successfully. It is unknown how the procedure was completed. There was no patient consequence.